Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door an em 2400, main module was not closing all the way. The issue was described as, "rotor door magnet not closing all the way". This occurred in the pharmacy. There was no patient involvement. No additional information is available.